Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that the avalus sizers were used during the implant procedure. It was stated that the barrel end and the replica end of the sizer was used. It was reported that the replica end of the sizer was used to select the size of the implanted valve. It was noted that the annulus was felt to be between two different valve sizes of 21mm and 23mm. A body surface area (bsa) chart was used for valve sizing and it was stated that the patients bsa was 1.52. It was mentioned that the bsa chart also indicated that the same size valve was needed as was indicated by use of the replica end of the sizer. It was stated that pledgets were used and that the valve was re-sized following the pledget placement. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, it was reported that the device appeared to be equivalent to a 25mm bioprosthetic valve. The device remains implanted. No additional adverse patient effects were reported.